Event description:
The pt reported that he went through a new security system at the college library and several minutes later, he experienced tenderness at his implantable neurostimulator (ins) site (the corner where it's connected to the wires). The pt reported no change in the stimulation itself and said the tenderness subsided within 3-4 days. The pt had an appointment with his hcp soon and planned to report the event to his hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.